Event description:
Opened packaging of normal saline pre-filled syringe and noted there were no volume markings or product labeling on syringe (photo available upon request). This syringe was found in the same lot of syringe that had debris in it (see next med sun report submitted following this report). The syringe was opened to compare the syringe fluid color with that of a contaminated syringe.